Event description:
It was reported that the caller experienced an error with their cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided the customer through the pump reset process. After performing the reset, the error did not reoccur, and the customer successfully started their sensor session.